Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a rotational atherectomy treatment procedure a guide wire kink occurred. The 99% stenosed target lesion was located in a severely calcified and severely torturous unspecified vessel. During advancement of a rotablator burr a kink was observed in the 330cm floppy rotawire guide wire. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's status is listed as good. However, product analysis revealed a guide wire fracture.

Manufacturer narrative:
Correction - manufacturer name corrected from boston scientific - (B)(4) to boston scientific ¿ (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the rotawire guide wire was received for analysis. Visual inspection revealed that the spring tip of the device was stretched and that the device was kinked at approximately 328.2cm from the proximal end. A core wire fracture was also observed at approximately 328.2cm from the proximal end. All the outer diameter measurements were found to be within the specifications. Fracture analysis revealed that the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a rotational atherectomy treatment procedure a guide wire kink occurred. The 99% stenosed target lesion was located in a severely calcified and severely torturous unspecified vessel. During advancement of a rotablator burr a kink was observed in the 330cm floppy rotawire guide wire. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient¿s status is listed as good. However, product analysis revealed a guide wire fracture.